Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with an external insulation breach exposing the outer coil 22.1 to 22.4 cm from the connector pin, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.